Event description:
It was reported by the user site that prior to a selenia dimensions mammography system procedure on (B)(6) 2026 that the compression device was not moving smoothly, with ¿rough¿ motorised compression noted. The user site reported that looseness was found by an engineer during a previous visit to the site. No user or patient injuries were reported. A (hologic field service engineer (fse) was dispatched to investigate the device and observed that the gear motor assembly had rusted and was slipping, then replaced the gear motor assembly and compression thickness potentiometer, reset cdi defaults, and performed all compression calibrations. The fse confirmed motor compression was smooth and compression thickness accurate for normal and verified that the system is now operating according to manufacturer specifications. No further information is currently available.